Event description:
It was reported that following a stenting treatment procedure, in-stent restenosis occurred. The procedure treated the 75% stenosed target lesion located in the mildly calcified and mildly tortuous left anterior descending artery. Using a direct stenting technique, a 3.0x16mm taxus liberte stent was advanced and deployed at 14 atms for 90 seconds resulting in 0% residual stenosis. No post dilation was performed. In 11/2012, the patient presented with substernal chest pain and in-stent restenosis was revealed with timi flow 0. Treatment consisted of pre-dilation with an unspecified balloon inflated to 15 atms for 10 seconds and the placement of a 3.0x16mm promus element plus stent deployed at 22 atms for 45 seconds with excellent result and 0% residual stenosis and timi 3 flow. No further patient complications were reported.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: device evaluated by MFR: the device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).